Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open pancreaticoduodenectomy, the staples of the distal end were unformed (loose b-formed shape). The cartridge color was green. The device was used on the stomach. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n54v4a. The analysis results found that the tct10 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.